Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates that battery cannot be charged. There was no patient involvement. The customer called and spoke with a philips representative. The customer judged that battery was damaged, however didn't request repair service from philips. The customer confirms that battery was damaged, no evaluation from philips. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer called and spoke with a philips representative, and judged tat battery as damaged, customer didn't ask for repair service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : part replaced with no evaluation

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery cannot be charged. There was no patient involvement.